Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during preparation for an unspecified procedure, a balloon hole was discovered. While preparing the 15mm x 2.5mm maverick2 monorail balloon catheter, the device failed to hold pressure and a hole was noted. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient complications were reported.